Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was sample clotting in one device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was sample clotting in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of this photo showed evidence of clotting in the tube, however it was also evident that the tube was not filled to the fill line. A total of 100 retained samples were visually inspected, and no additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.